Event description:
Initial reporter alleges customer rented the scooter from the casino. He came out of his hotel room and drove the scooter to the stairwell at the end of the hall, when he couldn't get down the stairs he made a turn too close to stairs and fell backwards down stairway, with the scooter landing on top of him. He was found approximately 20 minutes later by a housekeeper and ems was called. He was taken to the hospital in ICU and passed away two weeks later.

Event description:
Initial reporter alleges customer rented the scooter from the casino. He came out of his hotel room and drove the scooter to the stairwell at the end of the hall, when he couldn't get down the stairs, he made a turn too close to stairs and fell backwards down stairway with the scooter landing on top of him. He was found approximately 20 minutes later by a housekeeper and ems was called. He was taken to the hospital in ICU and passed away two weeks later.

Manufacturer narrative:
Device was returned for evaluation. The evaluation revealed nothing anomalous with the device. Device performed within specifications.

Manufacturer narrative:
Device not available for evaluation. A follow-up report will be submitted should the device become available.